Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer reported that they were hospitalized from (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was over 1200 mg/dl. Customer¿s current blood glucose was 237 mg/dl. Customer stated that the diabetic ketoacidosis and urinary tract infection was treated with IV drip, sodium, potassium and insulin through IV. Customer did not experienced the symptoms due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Automode feature was unknown. The insulin pump will not be returned for analysis.